Event description:
The hospital reported that at completion of a saphenous vein harvesting procedure, the image was blurry on the endoscope. The device was used to complete the procedure and the failure was noticed during the cleaning process. No patient complications were reported.